Event description:
The customer received a control result of 30mg/dl on her contour meter. The normal control range was 102-141mg/dl. No adverse events were alleged.the test strips were returned for evaluation.replacement test strips and a new meter were sent to the customer.